Event description:
In 2001, the user facility's interventional radiologist informed the MFR's sales rep of the following: dye study performed, leak noticed. Ran guidewire through lumen; possible thromobosed at tip. Tried to replace device and found leak in one lumen.